Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70e, serial #: (B)(4), description: trial linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that during the patient¿s trial procedure wherein the second lead was placed right after the first lead, the lead was stuck at the end of the other. The physician had to pull the lead out but strained it off removing two contacts at the end of the lead. The contacts remained inside the patient¿s soft tissue. The leads were pulled out, and the patient did well postoperatively. The physician recommended that the contacts inside the body will be removed. No further information will be provided to bsn.